Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, programmer: model 37744, serial# (B)(4), recharger: model 37754, serial# (B)(4).

Event description:
It was reported that the patient had more trouble with shocking with his new implant than he had with his first one (see MFR. Rep. # 3004209178-2012-00576 for first implant). Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient still had concerns regarding their device/therapy but was working with their physician or company representative. No appointment had been made yet.